Manufacturer narrative:
Follow-up #2 date of submission 09/29/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed no evidence of a time loss or gain; however, several manual time changes were observed. During testing, no errors, alarms, or warnings were produced. The pump passed a timekeeping accuracy test. The complaint was not duplicated, and no defect was found.

Manufacturer narrative:
Follow-up #1 - correction to suspect medical device serial #.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was inaccurately keeping time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.